Event description:
It was reported that a gamma nail was inserted a year ago. The nail was found to be broken. A new gamma 3 nail was insert and there were no other consequences for the patient.

Manufacturer narrative:
Additional information has been requested, and if received will be submitted on supplemental report.